Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range system impedance measurements. X-ray imaging were performed. Technical services (ts) was consulted and reviewed stored data as well as x-ray images. X-ray images did not show any issues. A revision was performed and some damage was observed on the electrode when examined. There were difficulties removing the electrode, so it was damaged during the process. The s-ICD system was explanted. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range system impedance measurements. X-ray imaging were performed. Technical services (ts) was consulted and reviewed stored data as well as x-ray images. X-ray images did not show any issues. A revision was performed and some damage was observed on the electrode when examined. There were difficulties removing the electrode, so it was damaged during the process. The s-ICD system was explanted. A new device was implanted. No additional adverse patient effects were reported. This device has been returned and analyzed.